Manufacturer narrative:
As received, the rv septum was damaged. It was unable to tighten the rv setscrew to secure the lead as the setscrew was backed out of the socket. After the setscrew was re-inserted, the device was tested on the bench and the setscrew was able to secure the lead normally. The reported event of failure to tighten the set screw was confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an initial implant procedure, the set screw was unable to be tightened to secure the lead in the header of the device. The device was replaced to resolve the event and the patient was in stable condition.